Event description:
Related manufacturer reference number: 2017865-2022-10504. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial(ra) lead exhibited high pacing impedance. During an in clinic follow up, it was discovered that the left ventricular(lv) lead was dislodged. The ra and lv leads were capped and replaced on (B)(6) 2022. The patient was recovering post-procedure.

Event description:
New information received notes that the right atrial lead was fractured.